Event description:
Osmolite 1000 cc started at 10 am at 55 cc hr. At 4:45 pm osmolite bottle noted to be empty. Amount infused per pump reading 130 cc . Meds given & tube flushed with h2o. Pt's abdomen round & hard. Feeding held 8 hrs. Checked for residual from feeding tube with none noted - feeding began then (1 am 7/10/97) on a different pump. "On 7-10-97 500 cc water was hung to malfunction pump at 55 cc/hr." When all water was gone from bag pump read 155 cc infused.